Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage at event on 26-may-2024 .the blood glucose level was high. Customer replaced infusion set and resumed insulin successfully. Non-serialized product being replaced. No further information available.

Manufacturer narrative:
E1: (B)(6). Patient country: united states